Event description:
Customer reported at 8: 52 am, device = 213 mg/dl and lab 113 mg/dl. At 10:55 am, device = 255 mg/dl and lab = 149 mg/dl. Comparison testing was done immediately. Customer reported pt has leukemia and was admitted to the hosp. Pt's glucose is tested to check formula feeding and is non-diabetic. No glucose is tested to check formula feeding and is non-diabetic. No treatment was administered. Controls were in range. A request was made for return product and replacement product was sent.